Event description:
It was reported that a patient presented with non sustained right ventricular oversensing episode for oversensing of premature ventricular contractions. Review of the transmission revealed mismatch between the far-field and near-field channels. No changes or intervention was reported. The patient condition was not known.